Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported "not recognizing the door is closed" was reproduced. Device was tested and found that the door was unable to close. A review of the event history log revealed shut door-power off and door jammed messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be the hook set up out of adjustment. The hook requires adjustment to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump does not recognize closed door. There was no patient involvement. No additional information is available.